Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident in which the aviva system gave a blood glucose result of 178 mg/dl at a time when the customer had symptoms of hypoglycemia requiring professional medical treatment. She reported a professional result of 46 mg/dl was taken within 10 minutes of the 178 by paramedics. About 4 months ago, the customer tested within her normal range (72-100 mg/dl) at about 8:00pm. At this time, the customer took her normal evening dosage of 1000mg metformin and her normal, prescribed, dosage of byetta customer does not remember what her byetta dosage was. The customer went to sleep and about 30 minutes later she woke up feeling very lethargic and clammy. The customer was able to test on her aviva system, result was 178 mg/d. Because of these symptoms, the customer called 911. The customer states that the paramedics arrived about 3 minutes after her call. The paramedics tested the customer at 46 mg/dl. The customer states that her meter reading of 178, and the paramedics reading of 46 were taken within ten minutes of one another. The paramedics gave her glucose gel after they tested her and customer started to feel better immediately. They transported her to the hospital ER where she was tested at 116 mg/dl about an hour later. The customer was not admitted to the hospital, was kept for about 3 hours and sent home. A request was made for the return of the meter and strips, replacement sent.